Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The cl electrode lot number and expiration date were not provided. The field service engineer (fse) performed a complete instrument decontamination, which did not resolve the issue. It was found that the customer's deionized (di) water system was contaminated. The customer's water vendor decontaminated their system and replaced the water filter. Afterward, instrument checks and qc were acceptable. The investigation determined the event was due to a maintenance issue with the customer's water system.

Manufacturer narrative:
The ise module serial number was (B)(6).

Event description:
The initial reporter questioned high results for multiple patient samples tested for chloride electrode (cl) on a cobas 8000 ise 1800 module. The customer received a call from the provider stating the cl results were "too high." The customer allegedly repeated 109 patient samples and made corrective reports on all of them. Examples of discrepant results were provided for 2 patient samples. Patient 1 initial result was 134 mmol/l. The repeat result was 96 mmol/l. Patient 2 initial result was 136 mmol/l. The repeat result was 103 mmol/l.